Event description:
It was reported that a motor stall was confirmed. The patient was in the office on the report date and indicated his critical alarm had been going on and off sporadically since (B)(6). The patient had been experiencing increased spasticity however the reporter was unsure how long it had been going on. The patient¿s leg was really spastic, much more than what it usually was. It was noted the patient had four to five milliliters in the pump. The pump logs were checked and there were various motor stalls along with motor stall recoveries. The last stall was on 2014 (B)(6) and it had not recovered. The patient had not had any mris. Later that same day, the reporter called back and indicated a motor stall occurred on 2013 (B)(6) at 7:44, exactly forty eight hours after that a stopped pump period may exceed tube set message occurred and then on 2014 (B)(6) at 10:35 the motor stall recovered. Another motor stall then occurred on 2014 (B)(6) at 11:13 following by a stopped pump period may exceed tube set message forty eight hours later. The device system was used to deliver compounded baclofen. It was later reported that it was unknown to the initial reporter if the stall had recovered. The cause of the stall was unknown. The patient was scheduled for a pump replacement on 2014 (B)(6). It was later reported that on the day of replacement, telemetry confirmed a critical alarm was occurring due to a motor stall. It was noted, the stall was intermittent. The health care provider (hcp) had reportedly described multiple stalls in the logs. The start date was not known. The pump was as reported replaced. It was further reported the affected pump was to be returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed a pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. During analysis significant residue and shaft wear was observed on the upper shaft of gear 2. Some residue and discoloration on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly was also seen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.